Event description:
User facility reported that a variable 4mm x 18mm self tapping screw used to affix a tempus anterior cervical plate was partially extruded due to slippage from the bone. The two additional screws used to secure the device remained in place and provided immobilization. During follow-up surgery on enterprise (B)(6) 2015, the 4.0mm diameter screw was replaced by a 4.5mm diameter screw.